Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and relabeled lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The investigation determined the reported device damaged by another device/explanted stent appear to be related to operational circumstances of the procedure. Based on the reported information, as the guidewire was being removed, slight resistance was noted and both stents were explanted. It is likely that during the stent deployment, the guide wire was not retracted causing the guide wire to become caught or trapped behind or between the stent causing the resistance and further manipulation ultimately resulted in explanation of both stents. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional xience prime device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) coronary artery with moderate calcification and moderate tortuosity. The lesion was pre-dilated and then the 3.0x28 mm xience prime stent was implanted. Next, the 3.5x8 mm xience prime stent was implanted. As the unspecified guide wire was being removed, slight resistance was noted, likely with the stents, and both stents were explanted. A 3.5x38 mm non-abbott stent was implanted in the lesion to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.